Manufacturer narrative:
(B)(4): the customer reported there was a cross in the upper right side display and that a philips service rep would be scheduled for service. There was no pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there was a cross in the upper right side display and that a philips service rep would be scheduled for service. There was no pt involvement.